Event description:
Implant date: 2005, it was reported that a vertebral body spacer that had been inmplanted at l4-5, was explanted because it had backed out associated with the failure of another manufacturer's rod and screw posterior fixation system.

Manufacturer narrative:
Device was returned to the manufacturer for evaluation. The evaluation showed no fault found of the device. The explanted part appears to meet specification. In addition, device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.